Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment ¿less than 30 mins in¿ with two theranova 500 dialyzers, two events of clotting were observed. It was reported ¿all lines¿ and dialyzers were changed. It was reported that as much blood was returned as possible (no further details provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.